Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same patient as 2134265-2013-03935. It was reported that during a coronary stenting treatment procedure, jailing occurred. In (B)(6) 2012, the target lesion # 1 was a de novo lesion located in the proximal lad with 70% stenosis and was 22 mm long with a reference vessel diameter of 3.0 mm. The target lesion # 1 was treated with direct stent placement using a 3.00 mm x 24 mm ion us coa stent. Following post dilatation the residual stenosis was 0 %. Post deployment of the 3.0 x 24 mm ion us coa stent there was jailing noted in the diagonal branch. Balloon angioplasty was then performed at the ostium of the diagonal using a 2.0 x 12 mm maverick balloon. The patient was discharged one day post procedure on aspirin and clopidogrel.